Manufacturer narrative:
(B)(4). Date sent: 11/29/2023. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows tissue with a surgical instrument and slight bleeding could be noted. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional information was requested, and the following was obtained: can the surgeon clarify if patient had a leak, stenosis or both? Leak. Given the timeline of events, does believe the issue the patient experienced is due to an alleged deficiency with the device? No. Upon review of the additional information the surgeon has indicated that the device did not contribute or cause the post-operative complications and that there was no deficiency with the device used in the procedure. This file will be a not reportable us FDA file.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. D4 batch # unk. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: can more detail be provided on the treatment? They are reluctant to hand out videos. What were the indications for surgery? Rectum cancer. What surgical procedure was performed? Tme robotic. Did the patient receive any preoperative chemotherapy or radiation? No radiation. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Experienced surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? No info were the donuts inspected? If so, please describe. Both donuts intact. Were there any issues noted with staple formation? If so, please describe the shape and location. No info. Was a leak test performed? If so, what type and what was the result? Negative test. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? 26 days. How was the leak identified? Patient became seriously ill at home. Crp over 200. What was observed at the site of the leak upon reoperation? Tissue ischemia identified. How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. They are currently investigating the reason. But the patient did not have radiation before, no high bmi, no co-morbidities. What they have experienced is the men have 90% more al than women. Additional information received: in relation to whether there is a potential link between the device and detected anastomotic leak a number of weeks after the procedure; leaks that late are rarely, if ever, due to a stapler issue. That having been said, unless the surgeon reports an issue at the time of initial surgery or we get the device back for analysis, we never know for sure. I am a little confused, as there is reference to a leak and a stenosis. Treatment was for the stenosis. Stenosis is usually due to tissue factors or potentially selection of too small a stapler diameter, but not diameter if a 31 was used. Given that there was a leak and/or stenosis, the only way not to report is if the surgeon definitively states that he/she does not believe a malfunction of/issue with the stapler was the cause or contributed to the ae. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a tme, there was an anastomotic leak after 4 weeks. Patient treated with surgysponge. Patient treated with antibiotics and surgysponge. No re-surgery.